Event description:
The pt was scanned with the sense body coil positioned around the hips. After the examination, the pt observed two blistered burn areas on the inside of both thighs.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.